Event description:
The crna in the room noticed a strange smell and had a small feeling of light-headedness. Reporter was called into the room to investigate. Noticed smell went away as soon as the vaporizor was shut off. The vaporizor was leaking through the fill port.